Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with guide wire inserted through the wire lumen. The guide wire was free moving through the wire lumen. A full visual and tactile examination of the shaft identified no kinks or damage along the entire length of the shaft. An examination of the balloon found that the balloon was partially inflated with liquid and not refolded. No other issues were noted with the balloon and the tip profile. The actual sheath used during the procedure was not returned for analysis. As a result another recommended size sheath was used. The device was attached to an encore inflation unit and a vacuum was pulled which deflated the balloon fully. The balloon was then passed through the sheath with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that patient complained of pain. The target lesion was located in a shunt. A 5f 5cm non bsc sheath was placed and a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. The balloon was inflated six times however, during inflation at 10 atmospheres the patient complained of pain and the device was removed from the patient to observe the lesion. Since stenosis was still observed, the balloon catheter was re-inserted into the sheath for another dilation, but this was unsuccessful. The physician assumed that negative pressure was applied to the balloon so the indeflator was disconnected and an attempt was made to re-insert the balloon catheter to the sheath but failed. The physician then rotated the balloon however the device was still unable to be inserted into the sheath. Blood flow was confirmed at the shunt so the procedure was completed. No further patient complications were reported and the patient's status was good.

Event description:
It was reported that patient complained of pain. The target lesion was located in a shunt. A 5f 5cm non bsc sheath was placed and a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated six times however, during inflation at 10 atmospheres the patient complained of pain and the device was removed from the patient to observe the lesion. Since stenosis was still observed, the balloon catheter was re-inserted into the sheath for another dilation, but this was unsuccessful. The physician assumed that negative pressure was applied to the balloon so the indeflator was disconnected and an attempt was made to re-insert the balloon catheter to the sheath but failed. The physician then rotated the balloon however the device was still unable to be inserted into the sheath. Blood flow was confirmed at the shunt so the procedure was completed. No further patient complications were reported and the patient's status was good.